Event description:
The customer reported the surgeon was complaining of poor vacuum. A posterior capsule tear occurred. Multiple attempts were made for more info on the event and pt status with no response.

Manufacturer narrative:
The customer called the technical svc support specialist (tss) to report poor vacuum. The tss performed troubleshooting with the customer. The instrument settings provided by the customer were reviewed and it was found that the values for aspiration and vacuum that were used in quadrant mode were below the recommended settings. The tss recommended that the customer have the company sales rep come in and assist them with their system settings. The company sales rep stated they worked with the customer on the system settings. A review of the complaint and svc data system indicates that there have been no add'l complaints or svc requests related to the reported event. A trend review of the complaint indicates that there has been no recent adverse trending observed in the last 30 months. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery.